Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with severe dementia and an activated inflatable penile prosthesis (ipp). The device was deflated without any apparent malfunction, but due to the cognitive ability of the patient and possible autoinflation issues, it was deemed necessary to deactivate the device. A surgery was performed to successfully deactivate the device without patient complications.